Manufacturer narrative:
The field service engineer determined that a rinse station tube was pierced. The tubing was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 264 mmol/l and repeated as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.